Event description:
The customer reported that an end tone, indicating a completed seal cycle, was provided by the generator and a seal was not completed. The surgical staff removed the generator from the surgical field and replaced the unit with another generator. The procedure was successfully completed. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident unit has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.